Manufacturer narrative:
Unit received with bleeding and cracked lcd glass. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked end cap. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's reservoir compartment and display were cracked. Blood glucose level at the time of the incident was 280 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.